Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Risk review: per (B)(4) rev 09 natus eds 3 external drainage system - risk analysis spreadsheet (ras) hazard 5.14 - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm): delay in patient treatment. Residual risk: low. No related capas. Awaiting further information from the customer. Lot number of affected part not yet confirmed. Technical support have requested the customer to return the affected product for evaluation. Further investigation to be carried out.

Event description:
Nt821731c - customer stated: we had a natus eds3 drain that broke. The drainage bag was being changed and a piece of the connection broke off. There was no injury to the patient. They got the drain changed out to a new system within a few minutes.

Event description:
Nt821731c - customer stated: we had a natus eds3 drain that broke. The drainage bag was being changed and a piece of the connection broke off. There was no injury to the patient. They got the drain changed out to a new system within a few minutes.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 5 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer returned one eds device for evaluation. The spin luer lock that connects to the collection bag has a crack. The evaluation conclusion is as follows: the breakage of the component indicates that the user could have applied excessive force during the connection/disconnection of the collection bag. There could be a potential chance that the user did not fully secure the collection bag to the spin luer lock of the eds 3 system or may have cross-threaded the two components, resulting in misalignment and increased stress on the locking mechanism. Another indication is that the component may have been exposed to an excess amount of aggressive cleaning agents when wiped which caused the component to become more brittle. It seems that the main cause is that the user cross-threaded the spin luer lock with the collection bag. During the investigation, there was an attempt to remove broken piece of the spin luer lock that stayed on the collection bag. However, it was cross-threaded and over-tightened to a point that it could not be removed by hand. Failure mode: confirmed / spin luer lock breakage during use.